Event description:
Customer called and states that he was in the hospital (non-diabetes related) when he noticed his reservoir was leaking through the o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.